Event description:
Patient was found to be wet and bloody after urinating after shift change. Patient stated to have had an "accident" while trying to urinate. Patient was wet and there was bloody on pants and underwear. Patient was cleaned and the incident was reported to the physician. Minutes later patient was found to be bloody and it was determined that the patient had suffered a laceration on the tip of his penis while using the urinal. Patient was again cleaned and the physician made aware. The physician suggested to put pressure on the tip of the penis to reduce bleeding and to hold the patient's aspirin.